Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The device was in overall good physical condition. Visual test was performed. Functional test was performed - found that the dso sensor was non-functional. Procedures/instruments used for testing: (B)(4). The customer's indicated failure was replicated, and the root cause was the faulty dso sensor. As a result, the dso sensor was replaced, along with the dso seal and bezel. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period.

Event description:
It was reported that the device had a "lock cassette" alarm. The equipment was not connected to the patient when the problem was reported. The pump was taken for routine checking. There was no patient involvement and no harm/adverse event reported.